Event description:
Pt pulled on catheter, catheter was broken at thin/thick junction. Based on the info provided, a foreign object did not have to be retrieved from the pt. Catheter rewiring. Piv needed to be started for tpn administration. As reported to the MFR on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Clarification requested but not provided. (B)(4) no consequence to pt reported. (B)(4). Disconnect not labeled in the instructions for use. Event is still under investigation.